Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with monarc subfascial hammock for "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that "within months after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring additional medical care." The plaintiff's attorney also alleges that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services;" "has suffered and will continue to suffer mental anguish," "chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.